Event description:
Customer reported pump is alarming "door open" when the door is closed. This problem was found during biomed testing. No patient involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.